Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas loss. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) inspected unit and could not duplicate error. Performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer, and cleared for clinical use.